Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratches on lcd window and stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer stated that she was sleeping and the button error came on the screen of the insulin pump. The customer's blood glucose was 320 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.